Event description:
Event description guidant received information that this implantable pacemaker (ipm) exhibited a loss of ventricular capture even at maximum outputs; capture was ultimately restored once the pacing rate was increased to 90ppm. A chest x-ray was taken, which revealed that the sweet picotip rx lead microdislodged.